Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint and replaced display assembly. The unit operated to the manufacturer¿s specifications. During laboratory analysis, product surveillance technician (pst) connected the small display assembly to a lab use only (luo) pump pod test fixture and observed no display when power was applied. It was determined that the graphics driver printed circuit board (pcb) was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during a cpb procedure, the chief of perfusion had a roller pump loose its local display on his heart lung machine (hlm). The roller pump was in the cardioplegia (cpg) position. He was able to continue usage of the roller pump and chose to adjust the flow of the cpg solution with the central control monitor (ccm) slider. The hlm is designed to have redundancies in case of a failure, therefore in this case, the team was able to safely and fully give the correct flow of cpg to the myocardium along with the correct amount of solution to keep the myocardium arrested during the procedure. This incident did not delay the surgical procedure, the patient was weaned from cpb without issue. There was no blood loss, nor harm associated with the incident.